Manufacturer narrative:
Occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The customer complained of an erroneous high inr result from coaguchek xs meter serial number (B)(4) compared to an unspecified laboratory method. The result from the laboratory at 9:00 a.m. Was 4.58 inr. The result from the meter at 10:00 a.m. Was 6.6 inr. The customer's therapeutic range is 2.5 - 3.0 inr. There was no allegation that an adverse event occurred. The customer "feels comfortable." The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.